Event description:
It was reported the dib00 model intraocular lens (iol) was defective and the back-up iol was used to complete the procedure. Extent of patient contact and patient status post-procedure are unknown. Suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Section d-6a date implanted: not applicable as there is no indication the iol was implanted. Section d-6b date explanted: not applicable as there is no indication the iol was implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.